Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent system. Approximately four (4) years post initial procedure, a perforation was suspected in the graft material of the right iliac limb (classified as a type iiib endoleak). It was unknown if the endoleak was present at the initial procedure. The physician elected to treat the patient by implanting an ovation ix iliac limb on (B)(6) 2021. The endoleak was successfully resolved and the patient was reportedly doing well. Reference MFR. Report # 3008011247-2021-00094. Approximately one (1) year post secondary procedure, the patient presented with a type iiib endoleak (approximately 35 mm from the proximal end of the iliac limb). The patient is reportedly in stable condition, and the physician plans to re-intervene but surgery has not been scheduled.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak is unconfirmed. The CT scan at the time of the event demonstrated delayed imaging, with the endoleak contrast density much higher than the contrast within the stents cannot rule out a type 2 endoleak (non-device related).this is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.